Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 05/06/2021.

Manufacturer narrative:
Additional information in h4, h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date during 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were leaking from an unspecified location. The first leaking cassette was discovered during an unspecified process step during peritoneal dialysis (pd) therapy and the problem occurred again with a second set when replacing the equipment. There was no patient injury or medical intervention associated with this event. No additional information is available.